Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) on (B)(6), 2010. According to the complainant, during the procedure preparation, they were unable to insert the prolieve catheter into the patient. A cystoscopy was performed on the patient. Next, a second attempt was made to insert the catheter, which was unsuccessful. The procedure was aborted. There were no complications and the patients' condition was reported as fine.

Event description:
On april 5, 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) on (B)(6), 2010. According to the complainant, during the procedure preparation, they were unable to insert the prolieve catheter into the patient. A cystoscopy was performed on the patient. Next, a second attempt was made to insert the catheter, which was unsuccessful. The procedure was aborted. There were no complications and the patients' condition was reported as fine.

Manufacturer narrative:
Device not received.

Manufacturer narrative:
Additional information was received from the customer indicating that the inability to insert the prolieve catheter was due to patient anatomy. The investigation results, including a visual examination of the returned device, revealed no physical damage to the prolieve catheter, the bonds were intact and there was no excessive glue. No damage was observed on the radio frequency (rf) coil antenna or rf connector. During functional analysis the anchoring and compression balloons filled, no leaks were observed and pressure was maintained. The anchoring balloon deflated properly and a guidewire was easily placed into the correct channel without force. The reported complaint of catheter placement issue was not confirmed as no problem was found with the returned prolieve catheter.